Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores and raw skin where the electrodes sit. The patient reported that his primary care doctor advised him to use benadryl and that he had removed the device. The patient's doctor also advised to apply an over the counter antibiotic ointment to the affected area if skin is broken and hydrocortisone for prevention of further irritation if skin is healed. The patient reported that the irritation had healed with the removal of the equipment.